Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image" and "color bars" occurred due to bent pins on the camera connector port. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the housing was minorly dented and had minor scratches, and there were bent pins on the camera connector port that caused no images on the ltf-type vh scopes (articulating-tip endoeye flex). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center had no images on the ltf-type vh scopes (articulating-tip endoeye flex) and when the camera was plugged in there was no picture, only multi colors on the screen. There were no reports of patient involvement.